Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The electronic flow control valve was replaced to resolve the issue. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements.

Manufacturer narrative:
Additional information was received that the correct "g3 date received by manufacturer" on the initial MDR 2112667-2024-02890 should have been 02/15/24 and not 05/03/2024. This supplemental #1 is being submitted to make the correction to block g3.